Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure the right ventricular (rv) lead was difficult to place. Once placed the rv lead yielded impedance measurements of 1200 to 1300 ohms through the pacing system analyzer (psa) and 1500 to 1600 ohms when connected to the device. The threshold at implant was 1.2 volts. After pocket closure the rv impedance measurement was 2600 ohms. Three hours post implant the lead safety switch (lss) was triggered due to an impedance measurement of 2400 ohms. It was noted that the threshold measurements were good at 0.6 volts. An x-ray was taken which did show good helix contact with the tissue. The physician ordered an echocardiogram and the outputs were reprogrammed to a higher setting. It was noted that no issues were seen on the echocardiogram and the patient was discharged. The patient was seen approximately one week later with threshold measurements of 2.3 volts and impedance measurements of 1270 ohms. At this time the physician plans to continue to monitor the patient. The system remains in service and no adverse patient effects were reported.